Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Customer claims no alarm tone when pressure is released from the sensor pad. The alarm has power and was used with an exit alarm mat. The customer tested the mat with another alarm and it works fine. There was no pt injury reported.